Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance, low amplitude r-waves, and high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.